Event description:
It was reported that the surgeon used panacryl to close the mesh in a hernia repair. The next day the panacryl snapped. The surgeon re operated to repair the herniation through the mesh/suture line.